Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient ID, dob and weight not provided by reporter. Unknown when pain started. This report is for (3) unknown screws/unknown lot number. Original implant date unknown. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. The 510k#: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient underwent an implant of a retrograde-antegrade femoral nail with three screws and a titanium tibial nail with three screws secondary to an unknown trauma. On an unknown date the patient began experiencing worsening of pain, exact location of the pain is unknown. Patient returned to the operating room on (B)(6) 2016 for removal of all the above outlined hardware. There was no delay in surgery or patient harm reported. The procedure was completed successfully. There is no additional information. This complaint involves four (4) parts. This report is 2 of 4 for (B)(4).